Event description:
It was reported to boston scientific corporation that a radial jaw 3 single use biopsy forceps was used during a biopsy procedure in the large intestine performed on (B)(6), 2010. According to the complainant, after unpacking the forceps, the jaw broke and fell onto the floor. The procedure was successfully completed with another radial jaw 3 single use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single use biopsy forceps was used during a biopsy procedure in the large intestine performed on (B)(6), 2010. According to the complainant, after unpacking the forceps, the jaw broke and fell onto the floor. The procedure was successfully completed with another radial jaw 3 single use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device revealed that one jaw was broken/detached. Functionally, the device would open and close, but failed due to the return condition. The device riveting and crimping marks were within specification. External analysis of the device determined that fracture surface exhibited elongated dimple ruptures indicative of a bending/torsional action. No material anomalies were noted. The condition of the returned incident device was consistent with the complaint that the jaw broke. Based on the fracture analysis, the break occurred due to a bending/torsional force applied to the jaw. There are controls in the manufacturing process that exist to limit product performance issues. Additionally, the dfu indicates that the device should be inspected prior to use and that excessive force should be avoided when handling the device. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. A labeling review was performed and no anomalies found.